Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the system was explanted.

Manufacturer narrative:
The reported event of ineffective stimulation could not be confirmed. The returned paddle lead model 3228 was returned in 3 segments each with cautery damage and internal lead wires being exposed through the lead outer body. No further testing on the lead was performed due to the damage that occurred during the explant procedure. The ipg logs are attached to confirm normal system impedance during the time the device had been implanted. No checklist was attached.